Event description:
It was reported that the pump was implanted four years ago and during this time it had proper operation. There were two refills in which the expected reservoir volume (erv) and the actual reservoir volume (arv) were different but no alarm/error message was noted and therefore, no action taken. The first of these two occurrences was (B)(6) 2013 (the actual volume 6 ml greater than the expected) and the second occurred on (B)(6) 2014 (the actual volume 5 ml greater than expected). During a follow-up appointment, a motor stall was observed and was noted to have recovered more than two hours later. Further, since the last refill on (B)(6) 2014 several motor stall issues were also reported. Four of them lasted more than two days and a new error code was present (error #4). Another volume discrepancy was also reported as the (erv) was 3.4 milliliters (ml) and the (arv) was 12 ml. It was thought that if the internal circuit was closing due to the motor inactivity, this could be the reason of the ¿huge¿ volume discrepancy. At this follow-up, the pump was refilled and the patient was scheduled for an additional appointment in one week, "(B)(6) 2014 ," to check the ¿correct¿ pump operation. If another discrepancy is noted a replacement will be scheduled within this current month. Diagnostic testing/troubleshooting included checking the logs. The product issue was not resolved and the cause of this issue was not determined. At the time of the event the patient's status was reported as alive-with injury. However, the patient reportedly had ¿bad¿ pain management during the last week. This device system delivered morphine and bupicaina. Further, the logs indicated that motor stalls and recoveries along with tube sets had occurred since (B)(6) 2014. Additional information was provided in which the patient stated that no magnetic resonance imaging (MRI) was performed since the last refill. In this last visit ((B)(6)), the volumes (actual and expected) were quite identical. When the annotations were read, a new stall motor message was found. In this case, the time elapsed with the motor stopped was small and the differences found in volumes were non-significant. Due to this additional motor stall, the pump was to be replaced (B)(6) 2014. In regards to the patient receiving effective therapy, it was reported that during ¿last week,¿ therapy was effective due to pseudo normal running of the pump. The pump was explanted and being returned.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a pump motor gear train anomaly with corrosion and/or wear and/or lubrication. Analysis also found the stall was due to shaft bearing and a miscellaneous alarm anomaly related to a resonator anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.